Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was for about a month now, the patient (pt) had been having problems with the controller. When attempting to charge their implant or when nothing was plugged into the controller the pt could get stuck on the screen "looking for a device" for 5 minutes. When pt got it connected to charge the implant and have it check the recharge quality, sometimes it would charge and sometimes it could not. The other day the pt's controller battery was full then 1 hour later it was completely drained. When pt was attempting to charge their implant yesterday they got a message "cannot recharge call medtronic for assistance" (when ps asked for clarification pt said the message was "battery not recharging call medtronic"). During the call pt noted they turned on the controller without the recharger (rtm) plugged in and it said "please wait" and when pt did the finger scan the controller cut out and would not come on so pt had to reset the controller like they had been doing. During call pt's implant battery was at 75% battery but they got a message their battery was low and to recharge the implant for it went from 75% battery to the red when talking. During call pt verified no damage to the rtm, controller charring port, controller battery compartment, and no damage to the controller battery.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#:(B)(4), h3: analysis of the 97745 controller s/n (B)(6) revealed that the battery contact was broken and was scrapped. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.